Manufacturer narrative:
The reason for this revision surgery was to remedy instability 1.1 years after prior surgery. The outcomes attributed to this event are disability or permanent damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The device was not returned to djo surgical for examination and was kept in the patient. A review of the device history records showed one non-conforming material report associated with this product for a measurement issue; the part was acceptable. A review of the product complaint report history shows this is the eighth complaint for this part number: three due to infection, one due to pain, one due to trauma, two for instability, and one for a revision. This is the first complaint for this lot number. The root for the revision was instability. The reason for the instability was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery- due to instability.